Event description:
During a post operative follow up, the patient reported experiencing extra cardiac stimulation from the right ventricular (rv) lead. Additionally increased capture thresholds resulting in loss of capture were observed on the rv lead. X- ray imaging was performed; the rv lead was found dislodged. The rv lead was successfully repositioned to resolve this event. The patient was stable with no consequences.